Manufacturer narrative:
(B)(4).

Event description:
A 19mm trifecta valve was implanted on an unknown date. On 15 january 2016, cardiac insufficiency was observed on echo. The tissue valve was explanted and a mechanical valve was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per report, the physician did not believe the tissue valve caused the event.